Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary on (B)(6) 2017. In (B)(6) 2017 the patient came in complaining of pain. The patient had fractured his femur. The surgeon revised the head and stem. Then in (B)(6) 2017 the patient came in complaining of pain again. The patient was dislocating. Batch review performed on 26 july 2017. Lot 165366: (B)(4) items manufactured and released on 16 november 2016. Expiration date: 2021-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø32/e, code 01.32.3244hct, lot. 167596 (k103721): (B)(4) items manufactured and released on 16 february 2017. Expiration date: 2022-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The patient was dislocating. The surgeon revised the head and liner. The surgery was completed successfully. X-rays and explants are not available.